Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates that the pump has been showing the replace battery alert and replace battery now alert. The battery was not previously used. The battery cap was not loose, cracked or damaged. The customer reported two occurrences of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm to the patient reported. The insulin pump will be returned for analysis.